Event description:
The complaint is reportable upon analysis. It was reported that a intellanav mifi open-irrigated during procedure for an atrial fibrillation, after approximately 30 minutes of ablation, radiofrequency (rf) delivery began to produce intermittent noise on the mifi electrodes. To solve the issue the device was replaced, and the procedure was completed without patient complications, the mapping system used was the hdx version 4.6, no error messages showed, the patient had an implantable device, which is not specified, and the failure did not occur near any specific anatomy. It was noted that the patient also had a resynchronization therapy pacemaker. The intellanav mifi open-irrigated catheter was returned for analysis. However, device analysis found that the device failed the flow test. The device was connected to a metriq pump and was purged at 60 ml/min. Irrigation ports did not flow freely since the device was obstructed due to the lumen was damaged by the kink in the shaft.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed that the device had bents in the distal section of the catheter. Functional test shows that the steering knob and the tension control knob functioned properly. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy burst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. The device was connected to a metriq pump and was purged at 60 ml/min. Irrigation ports did not flow freely since the device was obstructed due to the lumen was damaged by the kink in the shaft. A continuity test was performed, and the device was found within specifications. No open or shorts were detected. Electrical testing (catheter recognition / noise) showed that the device was recognized by rhythmia hdx system, but there were intermittent noise signals in baseline. An ablation test could not be performed because of the obstruction of the catheter. The device was destructively analyzed, and obstruction was found in the distal end with the bent/kink section.